Event description:
The pt received two leads with the same lot number. It was reported 3 contacts are invalid and the remaining contacts reveal high impedance readings. As a result, the pt is without stimulation. Reprogramming was attempted to no avail. The pt will consult with her pain physician at the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.